Manufacturer narrative:
The repair inspection confirmed the customer¿s reported problem, the connector pin at the main body of the scope was found missing. A portion of the pin appears to be broken and remains inside the main body. The scope has not been repaired last june 30, 2022 for lens damage in the optical system and blurry image. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus loaner/asset oes elite, high-definition autoclavable rigid telescope was returned to the olympus repair center for a reported ¿missing fixing pin (directional pin missing)¿ the reported problem was found at an unspecified event. There was no delay, no death or injury and no impact to patient or other was reported to olympus. During the olympus repair inspection, the connector pin at the main body of the scope was found missing. This report is being submitted to capture the missing connector pin problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the missing connector pin was due to the use of excessive force by the customer. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.